Manufacturer narrative:
The patient¿s date of birth was not provided. Patient¿s age was approximated from age at time of lvad implant. Patient¿s weight was not provided. Battery clip lot number was not provided; therefore the device¿s manufacturing information could not be reviewed. Approximate age of device was unable to be determined. The date issued to the patient was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the lvad system produced an unknown alarm. The patient's spouse successfully performed a system controller exchange and then notified the lvad clinician via phone. No clinical symptoms were reported. It was found that a connect power alarm was triggered when the white power lead of the primary system controller was attached to the battery clip. The alarm would resolve when the system controller was tethered to the mobile power unit (mpu). The alarm also occurred on the backup system controller when attached to the same battery clip. The backup system controller would go from charge mode to a connect power alarm. The patient was unable to travel to the implanting center for further trouble shooting as the patient did not have an extra set of battery clips. The battery contacts were cleaned and a different set of batteries were tried. The battery clip connections were inspected along with inspection of pins. On (B)(6) 2017 it was reported that the lvad system produced a beeping sound. A representative of the manufacturer¿s technical services reviewed the submitted log files and advised that random beeping was usually caused by dirty battery clips and battery contacts. It was reported that the old battery clips were in use at the time of this event. It was reported that the patient had received the new battery clips. No additional information was provided.

Manufacturer narrative:
The reported event of power cable disconnect alarms was confirmed through review of the submitted heartmate 3 log file. However, no malfunctions of the battery clips were confirmed as the clips pack was not returned for evaluation. The reported event, of power disconnect alarms on the white power cable lead, was confirmed to have occurred on (B)(6) 2017. The log file showed that the alarms occurred just as the system controller was connected to the pump; the alarms lasted throughout the connection (approximately 2 minutes). The system controller was being powered by two fully charged batteries. The pump was operating at the set speed. During this period, the battery capacity indicator for the white power cable lead (rsoc voltage white) was out of specification (4.3 vdc to 4.9 vdc). This resulted in the reported power cable disconnect alarm. The lot number of the battery clips was not provided, therefore device build records were not reviewed. The patient remains on lvad support. No further information was provided. The manufacturer is closing the file on this event.